Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose level was 34 mg/dl and she was in the back of an ambulance yesterday. Customer's current blood glucose was 116 mg/dl. Customer stated that the dome sticker came off the insulin pump. Customer mentioned that the emergency medical services came to the house. Customer's blood glucose was 34 mg/dl at the time of the incident. Customer was treated with a glucagon shot. Customer was not admitted as an inpatient for medical treatment. Customer stated that her low blood glucose was probably caused by her not eating. Customer was advised to speak to her health care professional regarding the low blood glucose. Customer was advised that the pump will need to be replaced due to the dome sticker issue. Customer was advised to discontinue use of the pump and revert to a back-up plan.